Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump. It was reported that the rep received a call from a hcp regarding an incomplete telemetry/pump memory error while telemetering a pump during a pump refill today. The rep though this occurred during the initial telemetry of the pump but was not certain of that. The rep was not certain if the pump was alarming when the patient arrived at the clinic today. The rep was to confer with the hcp. No symptoms were reported.